Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-apr-02. It was reported that the patient had their implantable neurostimulator (ins) reset zero times because it was a new implant. Also, the patient noted that the ins was not working, and the last successful recharge session was in (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, the ins was determined to be in overdischarge and an end of service (eos) message pulled up during the ins reset. The patient confirmed this was not the first time the ins had to be reset. The patient had stopped using their device for an extended period of time because they were not having pain. Surgical intervention is planned but not scheduled. No further complications were reported or anticipated.

Manufacturer narrative:
Additional review indicated information from manufacturer report # 3004209178-2019-20627 pertained to this event. Any additional information received regarding this event will be submitted as a supplemental filing to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient on 2019-oct-25. It was reported that the implantable neurostimulator was replaced on (B)(6) 2020 due to the multiple overdischarges and inability to charge the implantable neurostimulator. The overdischarges were due to patient compliance with regards to charging. There were no further complications reported or anticipated.